Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 lead, implanted: (B)(6) 2010.

Event description:
It was reported that the device was programmed doo at max outputs due to right ventricular (rv) lead oversensing with pauses. The device then tripped the elective replacement indicator (eri). It was also reported that the lead impedance was 3,000 ohms. Because the patient is dependent, the device was programmed for emergency pacing and the patient had pocket stimulation with unipolar. The device was then programmed to max output and the rv lead sensitivity was programmed to 11.2 mv. The device and lead were removed and replaced two days later. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.